Event description:
It was reported that one of the cassettes leaked while the patient was trying to fill it and there was a loud crackling noise while filling it as well. Patient had additional cassettes and was able to continue therapy with no issue. This was a continuous infusion. The patient had additional cassettes they were able to switch to. Patient was able to successfully continue their infusion. The infusion was life sustaining. The reported product fault occur was not in use with the patient.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. B3. Date of event: unknown. No information has been provided to date.